Event description:
It was reported that a spectrum infusion pump was constantly alarming air in line during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "constantly alarming air in line" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was an out of specification ultrasonic sensor readings. The upstream sensor required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.